Event description:
The user facility reported a 90-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a impella cp explanted and replaced/escalated to the 5.5 due to access site bleeding from the impella cp and hematoma development.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. According to clinical details, the patient was not bleeding from the puncture site, but rather from blood vessels on the central side. There was no hematoma around the insertion site at the time of removal, and there were no problems with the insertion technique. The relation of the vascular injury/bleeding site to the impella is unknown. The cause of the vascular damage/bleeding issue was most likely patient condition related.